Event description:
The pt was being treated in the thigh and back area. During the treatment the pt reported a burning sensation. It is expected that the clinician terminated the treatment upon the notification of the pt discomfort. The clinician had prescribed the premod and modalities for the patient's symptoms. The treatment time for the premod waveform was set to 20 minutes. The treatment time for the russian waveform was set for 30 minutes. The clinician had prescribed the use of carbon electrodes to apply the waveforms. The degree of pt injury was not provided by the reporting clinician.

Manufacturer narrative:
Awaiting device return and eval.